Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03833. The video system was returned for evaluation and the reported event could not be confirmed as the device was inspected/tested and was within specifications. The unit was returned to asset inventory. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Since there are no problems at the time of installation,evaluation and it occurred at the time of initial use, the potential root cause has been determined to be due to accidental failure. Since the information of the scope is generated by not transmitting to the control part of the video processor, it is speculated that there is a problem in the communication between the scope interface part and the control substrate. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The video system unit was returned to the service center, however the evaluation has not yet begun. As part of our investigation, olympus followed up with the user facility to gather additional information on the reported event. The user facility further reported that the issue where the b30 error occurred was found during preparation for a procedure. There was no patient involvement as this issue was found early in the morning when they were setting up. It was confirmed that the device was set up properly. Troubleshooting was performed on the video system unit and it was not working. The error was received with the 180 scope that has the (pigtail) video cable. The 190 scopes do not have a pigtail and it is believed that there is an issue with the connection. It was thought it could have been a user error but the sales representative confirmed the video system unit was set up correctly and there was no user error. The video system unit was inspected and there is no visual damage to the device or cables. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the sales representative that the 180 series endoscopes produced an image but the switch functions of the evis exera iii video system center did not work. When using 190 series endoscopes the video system unit produced b30 scope communication error messages. The sales representative indicated that when the video system unit was first installed a week ago, it functioned as intended with no issues. Then when the facility went to use the video system unit for the first time it did not function correctly. It was noted troubleshooting was performed trying new cables and cleaning the video connector contacts on the endoscopes but with no resolution to the issues. There was no patient involvement reported.